Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support informed the customer that the uim needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported when the avea ventilator is powered up the user interface module (uim) is white. At this time, there is no information regarding patient involvement associated with the reported event.